Event description:
It was reported that the lower liquid crystal display (lcd) was missing pixels. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lower lcd (liquid crystal display) is missing pixels. Upper case, both bail covers, ring cover, and lead flex cover are broken. Battery release is contaminated. Keyboard is scratched. Main printed circuit board is out of electrical specification.